Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill anomaly, motor error alarm, rewind anomaly and failed battery test due to buttons not responding. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer reported that the insulin pump squirts on prime. The customer reported that buttons were sticky and unresponsive at times they were also hard to press. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump grinds and stuck on rewind. The device will not be returned for analysis.